Event description:
While performing a vaginal repair of a four degree laceration, the tip of the suture needle broke off, remaining in the patients tissue. Needle was located by x-ray and had to be surgically removed.